Event description:
The following voluntary medwatch report was received from the FDA stating that this patient had four cypher stents (cypher us otw 3.00 x 13) and developed aneurysms around stents. The diagnosis or reason for use blocked arteries. In 2008 the patient became sicker and needed to undergo open heart surgery because the aneurysm grew. It was noted that a letter was sent to cordis corp and asked what happens when aneurysms occur.

Manufacturer narrative:
Information received from the FDA in a voluntary medwatch report indicated that aneurysms developed around the coronary artery stents that were implanted. The patient had four cypher stents implanted in unknown coronary arteries. It appears that they were four 3.0mm x 13mm stents. It is not known when the stents were implanted or when the aneurysms were first identified. In 2008 the patient got sicker and had to have open heart surgery because the aneurysms grew. There is no other information available as not contact information was provided. The sterile lot numbers for the devices is unknown therefore a device history report review could not be performed. Aneurysms are known a potential adverse event associated with coronary artery stenting and is listed as such in the IFU. Excessive dilation may cause deep wall injury of the vessel that may lead to aneurysm findings. With the very limited information provided it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible patient, vessel and procedural factors that may have contributed to this event. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 3003742446-2010-00070, 3003742446-2010-00071, 3003742446-2010-00072, 3003742446-2010-00073 - (B) (4)